Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular lead was re-seated in the device header and the device was working normally; the double ventricular senses were only seen once and the device is being monitored at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, while running the lead impedance test in-clinic on the cardiac resynchronization therapy defibrillator (crt-d), two ventricular sensed events occurred. The device remains in use. No patient complications have been reported as a result of this event.